Manufacturer narrative:
(B)(4). Signs of clinical use and evidence of blood was observed. Charred blood and tissue particulates were found on the jaws. The heater wire and the silicon insulation on the jaws appeared to be intact. There were no non-conformities observed with the jaws. The flex shaft appeared to be bent from the handle. An electrical evaluation was performed. A pre-cautery test as was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test. It produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed over five (5) repetitions using "max life test method". The device activated and transected tissue five (5) times with no cautery failure observed. Clean cuts were made by the cautery. Based on the return condition of the device and the evaluation results, the reported complaint was not confirmed for the reported failure modes " failure to cut" and " peeled" but was confirmed for analyzed failure " material twisted/bent" . The certificate of conformance was reviewed for flex shaft . The vendors certify that all the device lot manufactured conforms to all the applicable product specifications. There were no non-conformities observed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while using the vasoview hemopro, it was noticed that the tissue in between the jaws was not bubbling/burning and the tissue was staying intact. Hospital removed the device and there was black char and no rubber boot. Hospital also stated that nothing fell inside the patient's leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Signs of clinical use and evidence of blood was observed. Charred blood and tissue particulates were found on the jaws. The heater wire and the silicon insulation on the jaws appeared to be intact. There were no non-conformities observed with the jaws. The flex shaft appeared to be bent from the handle. An electrical evaluation was performed. A pre-cautery test as was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test. It produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed over five (5) repetitions using "max life test method". The device activated and transected tissue five (5) times with no cautery failure observed. Clean cuts were made by the cautery. Based on the return condition of the device and the evaluation results, the reported complaint was not confirmed for the reported failure modes " failure to cut" and " peeled" but was confirmed for analyzed failure " material twisted/bent". The certificate of conformance was reviewed for flex shaft . The vendors certify that all the device lot manufactured conforms to all the applicable product specifications. There were no non-conformities observed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while using the vasoview hemopro, it was noticed that the tissue in between the jaws was not bubbling/ burning and the tissue was staying intact. Hospital removed the device and there was black char and no rubber boot. Hospital also stated that nothing fell inside the patient's leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(6). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while using the vasoview hemopro, it was noticed that the tissue in between the jaws was not bubbling/burning and the tissue was staying intact. Hospital removed the device and there was black char and no rubber boot. Hospital also stated that nothing fell inside the patient's leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects.